Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the internal ECG was not working, which included disruption of the p-wave formation on the screen of the site rite 8.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty obtaining internal ECG signals was confirmed and the cause appeared to be supplier-related. The products returned for evaluation was one 3cg stylet with EKG wires. Inspection of the assemblies using a digital multi tester did not reveal any discontinuities. Continuity tests were performed on all contacts using 3cg stylet. While no discontinuities were discovered, the lack of wear marks on the internal signal contacts suggested that incomplete connection between the leads assemblies and the sensors likely caused the reported event. It appeared that potentially a combination of below specifications internal signal contact springs and the external signal springs protruding too far out of the housings may have contributed to that incomplete connection. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the internal ECG was not working, which included disruption of the p-wave formation on the screen of the site rite 8.